Event description:
It was reported that the care alert triggered, and the right ventricular (rv) lead exhibited noise oversensing, high impedances, and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2003; 4193 implantable pacing lead - (B)(6) 2003. (B)(4).